Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The pump was received with intermittent button response during testing due to a flattened dome switch on the up arrow button, down arrow button, esc and act buttons. The lcd keypad connector was inspected and no anomaly was noted. The pump was received with minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating high blood glucose readings and a button error from the insulin pump. The customer's blood glucose reading was 600 mg/dl. The customer stated that she was hospitalized due to diabetic ketoacidosis. The customer stated that she was having dry heaves and got weak. The customer stated that she was dehydrated and had shortness of breath. The customer was taken to the emergency room due to her high readings and lung cancer. The doctor notified that customer that the act button on the pump was not working properly. The customer was treated with injections. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.